Event description:
While md was placing peg tube, the peg tube separated into two pieces leaving one section in the mouth and esophagus and one section coming all the way out of the stomach. The portion that separated was able to be retrieved. FDA safety report ID# (B)(4).